Manufacturer narrative:
The reported incident that fixed angle guide omega 135° was alleged of issue s-20 (non-conform product) could not be confirmed, instead issue s-16 (device deformed) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was most likely caused as that the guide pin was not inserted adequately (under force, in order to change to a more favored angle) and caused the dislocation of the inner sleeve. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The technical assessment of the investigated guides shows that the inner metal sleeves have dislocated. This event was not observed before. A dislocation such as presented of max 5mm leave the instrument still functional as it can still be placed on the bone and does not harm the patient. A minimal prolongation of the surgery time could occur if the surgeon is deciding to use the variable angel guide ((B)(4)) instead. This variable angel guide is also in the set content and offers the same function as the fixed guide. Both instruments are a set content of the omega 2 and omega 3 system. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
In theatre it was noticed that the metal inserts found within each hole of the of fixed angle drill guide had moved slightly. It was unclear whether the metal inserts could come out of the holes. Another set was on hand to complete the case

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
In theatre it was noticed that the metal inserts found within each hole of the of fixed angle drill guide had moved slightly. It was unclear whether the metal inserts could come out of the holes. Another set was on hand to complete the case.